Manufacturer narrative:
The cause of the discordant advia centaur xp (B)(6) result is unknown. Siemens has requested the sample for investigation. Us instructions for use intended use section states: "the (B)(6) assay is indicated as an aid in the diagnosis of previous or ongoing (B)(6) or in the identification of hav-susceptible individuals for vaccination." Ous instructions for use intended use section states: "as assay for (B)(6) is indicated as an aid in the diagnosis of previous or ongoing , or for the detection of (B)(6) after vaccination."

Event description:
Customer observed a result that is repeatedly (B)(6) with advia centaur xp hav total (ahavt) assay. The patient is (B)(6) by and alternate method and pcr. The patient had several blood draws that are (B)(6) on the advia centaur xp ahavt assay and (B)(6) by other methods. There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) advia centaur xp (B)(6) result.

Manufacturer narrative:
MDR 1219913-2016-00047 was filed on february 10, 2016 reporting a result that was repeatedly (B)(6) with the advia centaur xp hav total (ahavt) assay. The patient was (B)(6) by an alternate method and pcr. April 4, 2016 - additional information: the customer provided the ahavt lot number as 073177 expiration date september 28, 2016. Siemens received the sample and performed the following testing. The sample was tested with advia centaur hav total reagent lot 104072 both neat and after treatment with an hbt tube. Neat sample (B)(6). Treated sample (B)(6). The sample was tested with advia centaur hav igm reagent lots 070164 and 070165 both neat and after treatment with an nabt tube. Reagent lot 070164 neat sample >assay range (B)(6). Treated sample >assay range (B)(6). Reagent lot 070165 neat sample >assay range (B)(6). Treated sample >assay range (B)(6). These results indicate the issue is specific to this sample or patient. The limitations section of the us instructions for use for hav total states: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A nonreactive test result does not exclude the possibility of exposure to hepatitis a virus."